Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) due to the inability of the lens to fit and be placed into the capsule. It was stated that the capsular bag was torn while inserting the intraocular lens (iol) into the optic. An incision enlargement was created during removal of the lens. Reportedly, an ar40e lens was implanted in the anterior chamber. In addition, it was stated that sutures were used to close the enlarged incision. No additional information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles, and stains) on the lens surface. Surface residuals are compatible with handling the lens out of sterile environment. Also, one of haptics of the lens was received distorted which may be a condition related to explanting the lens from the eye. No other unacceptable cosmetic defects were found in the returned lens. The lens condition did not suggest to be a manufacturing related issue and appeared to be a consequence of the explant process. Conclusion: there was no defect found in the returned iol that could cause a capsule tear. Prior to release to market the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.